Event description:
Caller reported damage to pump housing surrounding the usb port, which affected the ability to charge the pump, though it did not cause a shutdown. There was no adverse impact to the customer's blood glucose level. The caller had no backup insulin therapy and planned to contact their healthcare provider.